Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled ¿superior capsular reconstruction using 3-layered fascia lata autograft reinforced with a nonresorbable suture mesh¿. The study reviewed twenty-four (353) patients who underwent shoulder procedures using arthrex swivelock to treat elbow joint instability. Twelve (12) patients had a revision during the twelve (6) month follow-up period. Ref: rothermich, m. A., et al. (2021). "Early complications of ulnar collateral ligament repair with collagen-coated suture tape augmentation." Orthop j sports med 9(10): 23259671211038320.